Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms including failed battery and low battery. The customer's blood glucose reading was 138 mg/dl at the time of incident. Troubleshooting found that the customer did not feel comfortable with the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The pump power up properly after insertion of the battery and no unexpected post-rest ram alarms, history pointers failed, or trace pointers are invalid alarms were noted. The insulin pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lc window.